Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient primary left implants on (B)(6) 2020. She had an I&d and replacement of poly on 11/11 and (B)(6) 2020. (B)(4). This patient is very sick with multiple comorbidities. She had an abscess on the left knee surgical site. There was noticeable aseptic loosening of the femoral and patella components. All implants were removed with no plan to reimplant. Surgeon performed an end-stage arthrodesis. Her right knee was performed years ago and seems to be unaffected. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Left knee.